Event description:
It was reported that the patient implanted with this pacemaker developed a pocket infection following implant. The patient was treated for the infection, however, the pocket remained infected. Surgical intervention was undertaken. The device was explanted. There is no information suggesting that a new device was implanted. No additional adverse patient effects were reported.